Manufacturer narrative:
Sex/gender: unknown/not provided. Date of event: exact date is unknown/not provided. Best estimate is between 10/1/2019 - 1/6/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing visual disturbances. The intraocular lens (iol) implanted in the left eye was explanted and replaced with a non-johnson & johnson lens. There was no vitrectomy, incision enlargement or sutures required. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/23/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the product was received in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.